Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 2.9 cm to 3.8 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or patient anatomy. (B)(4).

Event description:
This report is to advise of an event observed during analysis.